Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/16/2025, a sales representative reported via (B)(4) that an abs-10060 angel centrifuge black handle broke. This occurred during a case.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Device manufacturing date 2019. The complaint allegation was not confirmed. No evidence of the failure was received.